Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. Initial MDR mailed on november 26, 2014.

Manufacturer narrative:
(B)(4).on (B)(6)-2014, the customer, (B)(6), reported that when pressing the down button, the bed dropped all the way and the gantry lost power and shut down. When the operator turned the keyswitch, the gantry was working correctly. The system was in clinical use at the time that the issue was discovered. The operator was lowering the patient table at the start of the scan, for patient positioning. There was no report of any harm to the operator, patient or bystander during the incident. After the restart, the operator was able to complete the scan successfully. The customer contacted the philips help desk to inform them of the issue.per philips technical support engineer (tse), there was no unintended motion of the patient support. The user was trying to lower the table into position while it was in the bore. The table stopped due to opening of the e-stop, before the top collided and as it was being maneuvered in the incorrect position. The tse informed the operator to not to lower the patient while the table top was in the bore. The fatal error; s_vmc_axis_unallowed_move: error fatal; occurred at 11:00:29. The operator closed the estop and was able to restart the scanner using the keyswitch and complete the procedure successfully. The operator correctly positioned the patient and moved the table outside of the bore. No field service engineer (fse) was dispatched to the site. The tse informed that there was no malfunction. The activities performed by the tse was documented in the service work order. There was no part replacement. The bug reps / log files were not available for investigation.CT engineering determined the risk to be acceptable with the following mitigations for this issue:¿ limit couch and tilt motion to provide acceptable gap (per iec60601-1 3rd edition, finger clearance) between the couch and the gantry for preventing finger trapping. These limitations are to be measured when the couch is not loaded.¿ reserved.¿ instruction in instruction for use to watch patient during all movement.¿ ingenuity CT (small bore, extended couch) shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: (1) table extension (a.k.a. Foot extension), (2) flat head holder, (3) elevated head holder, (4) radiology flat top, (5) therapy flat top.¿ brilliance 16, brilliance 64, ingenuity (CT, core or core128) (small bore, standard or bariatric couch) shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: (1) table extension (a.k.a. Foot extension), (2) flat head holder, (3) elevated head holder, (4) radiology flat top. It is accepted to have the foot extension with clearance of less than 25mm, when in unload position.¿ big bore shall limit the couch and tilt motion to provide finger clearance (per (a) above) when the following accessories are connected: (1) table extension (a.k.a. Foot extension), (2) flat head holder, (4) radiology flat top, (5) therapy flat top.¿ the foot extension and foot extension pad shall have a warning label to warn the user of finger trapping.¿ risk mitigated by: (1) operator training and manuals, (2) CT box enable button required beyond 100mm horizontal, (3) horizontal force limited to 40# maximum.the operator lowered the patient table incorrectly while the table was in the bore.

Event description:
The customer reported that during a pt procedure, while positioning the pt with the couch part way onto the scanner bore, while adjusting the couch position using the right front gantry control panel, the couch continued to lower by approx 1cm after the down button was released, contacted the gantry bore, and the procedure was halted. There was no report of harm to a pt or operator due to this issue. The operation was able to restart the scanner using the key switch and complete the procedure successfully.